Event description:
Pt reported that, for approx three weeks, the device has not been completing boluses. The device has generated occlusion errors, but has also reportedly stopped delivering insulin mid-bolus, without generating an error message (specifically, if the device is programmed to deliver a 6u+ bolus, it will stop delivering after 3-3.5u - this lower volume delivery was reflected in the device's bolus history). Pt stated that when the bolus delivery stopped they were able to restart it by pressing the m button. Pt reported experiencing high blood glucose (300, 325, 500 mg/dl). Pt self-treated high blood glucose by delivering insulin, via injection.